Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off label per the user guide. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.